Manufacturer narrative:
Patient code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer and manufacturer representative (rep). It was reported that the patient and the caller went to see the neurologist and the healthcare professional (hcp) "is confused why the battery is getting hot/warm". The caller said that the patient was sitting on the couch 2 days ago and the battery was getting hot even when it was off and it was hurting the patient so bad. The caller said the hcp told them that there's nothing more he can do for the patient and to let him know if the patient wanted the device taken out. Patient services sent physician listings to the caller in case they wanted to work with another hcp. The rep reported that they were told to have the hcp palpate the area with the ins on and off but the rep and hcp had not heard back from the patient at the time of the report. The rep stated that there was no reason to believe there was an infection, per the hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the caller received a call from the patient indicating that the reprogramming did not help with their burning sensation at the pocket site. The caller reported that the physician thought the ins pocket site was not well healed yet. The caller reported that the ins pocket site looked fine, no redness, swelling, or hot to touch and the impedance checked out fine. The caller reported that when the ins was turned on the burning sensation occurred, and when the ins was turned off there was no burning sensation. It was noted that no trauma or falls were related to the issue. The caller reported the patient was scheduled to see their physician on (B)(6) 2018 for possible assessment of infection. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported stimulator has never helped with her lower back. The caller also mentioned that the stimulator would cause her to have a burning sensation and had worked with manufacturer representative (rep) to get the stimulation to her lower back but was never able to. The patient wanted to have the device explanted. Subsequently it was reported that the patient continued to feel burning pain in the area where the stimulation ins is located. The patient had the stimulator changed out in (B)(6) 2018 and (B)(6) 2019 to try to address this issue, but it still persists. Caller also indicated that they added a paddle lead during the (B)(6) 2019 procedure (these procedures aren't reflected in device registration, additional information requested for verification of procedures and dates). Caller indicates that patient may need head MRI but caller concerned that ins has died. Checked ins status and were able to communicate with ins and put into MRI mode which reflected that patient was full body eligible. It was reviewed that stimulation system should be left intact if they want to do MRI scans as they have been thinking about just removing the ins due to the discomfort it is causing. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the burning sensation was not determined. It was further reported that the during the evaluation the patient didn't have any pain for four days. It was noted that since the device was implanted it has never helped. It was reported that the battery was hurting so bad and that the battery had moved. It was further mentioned that the device was implanted in november and in december the device still was not working. They also stated they "opened" the battery 3 times in 3 months. It was indicated that there was no sign of darkness or oozing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that there was burning sensation with stim on. Caller stated the patient had a reprogramming session with the manufacturer's representative. It was reported the issue was occurring daily. When stim is on, however, caller stated that he does turn stim off if burning sensation is too much for patient. Caller stated the patient has an appointment with their hcp tomorrow. It was reported burning at ins site. It was reported the burning sensation gradually after about 30 minutes after stim is turned on and then gets worse.